Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested, patient demographics not provided.

Event description:
It was reported that there was an infusion error in which the rn programmed labetalol infusion to run as secondary/piggyback infusion over 15 minutes. Since the rn tried to run the infusion under the continuous/bolus profile via secondary/piggyback, the rn was unable to locate the medication in the alaris and ran the medication on basic infusion. Although requested, no additional information was provided.